Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care provider (hcp) via the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the area where the spinal stimulation device was implanted developed a feverish sensation. Contributing factors were unknown. Troubleshooting was performed. The recharge app was used to confirm the charge level of the stimulation device and its on/off status. It was confirmed that the stimulation device had a charge level of 90% and that stimulation was turned on. It was communicated that the stimulation device was currently functioning without issues. Additionally, it was recommended to consult the primary medical institution regarding future treatment plans and physical condition. Issue was not resolved. The cause was not determined.